Event description:
The pt was undergoing a diagnostic angiography. At the end of the procedure, two pictures were taken of the rt groin in the rao position in order to perclose the femoral artery. The perclose device was placed without incident. However, on removal of the wires from the device & therefore on subsequentl pullback of the perclose device itself, the shaft had snapped at the needle insertion site. A retained fragment of the perclose closure device was left behind in the rt femoral artery. This was immediately recognized & direct pressure was applied to the rt groin without significant bleeding. The leg was not compromised. Consult was immediately obtained with interventional radiology to see whether the retained fragment could be removed percutaneously. Their opinion was that while this could be done, the arteriotomy site might pose a bleeding problem given the calibur of the perclose & felt that the device should be removed surgically. The pt was taken to surgery for CABG x 4 vessels & removal of the perclose catheter & repair of the rt femoral artery. Upon further query with the customer, the following info was received. It was reported that when the needles were removed from the device & the device was retracted, the md heard a snap & was left with the body & the distal guide. The device broke at the foot & the sheath was left in the pt. It was reported that the pt is doing "well". There are no reports of further adverse pt sequelae.